Event description:
It was stated that the customer was hospitalized for high blood glucose. It was stated that the blood glucose reading was 8 mmol/l at bedtime, but, in the morning it was 26 mmol/l and the customer was in diabetic ketoacidosis. The insulin pump was alarming motor error as well. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best to our knowledge.